Event description:
Following a vaginal delivery physician asked for a suture to repair a vaginal tear. The 4-0 vicryl suture had two needles instead of one. The second needles was directly under the first needle and difficult to see. If the surgical tech had not noticed it would have caused our surgical count to be incorrect.